Event description:
It was reported to philips healthcare that while the heartstart xl was able to charge, the shock was not able to be delivered during patient use. There was no adverse patient impact.

Manufacturer narrative:
(B)(4).